Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as backup therapy to ensure insulin delivery was not interrupted. Technical support advised the customer that they would receive a replacement pump with updated software and instructed them on how to return the problematic pump to tandem.